Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / daily pelvic pain') and device breakage ('persistence of the right essure fragment with fluoroscopy after excision of both tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of both devices / difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient" on (B)(6) 2014 and complication of device insertion "she presented general malaise after essure placement" on (B)(6) 2014. The patient's medical history included neck pain on (B)(6) 2014, low back pain on (B)(6) 2014, headache, vaginal discharge and back pain (with radiation). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suprapubic pain ("suprapubic pain / suprapubic discomfort, recurrent"), abdominal pain lower ("pain in the hypogastrium that radiates to the pits / pain in the hypogastrium that radiated towards both iliac fossa, recurrent"), dysmenorrhoea ("dysmenorrhea / menstrual-type pain recurrent"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2014, the patient experienced procedural pain ("difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient") and malaise ("she presented general malaise after essure placement"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menstruation more abundant than usual / heavy menstrual bleeding / longer menstrual bleeding of 7 to 10 days with clots, recurrent"). On (B)(6) 2015, the patient experienced genital discharge ("foul-smelling discharge") and vaginal disorder ("vaginosis"). In (B)(6) 2017, the patient experienced abdominal distension ("she has felling of swelling / abdominal swelling"). In (B)(6) 2018, the patient experienced diarrhoea ("diarrheal stools for 1 year, alternating with periods of constipation"), constipation ("diarrheal stools for 1 year, alternating with periods of constipation") and change of bowel habit ("diarrheal stools for 1 year, alternating with periods of constipation"), lasting 1 year. On (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain radiated to both lumbar areas"). On (B)(6) 2018, the patient experienced musculoskeletal pain ("generalized musculoskeletal pain / arthromyalgia") and abdominal discomfort ("continuous abdominal discomfort"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"), anxiety disorder ("anxiety disorder"), poor quality sleep ("poor night state"), tinnitus ("tinnitus"), paraesthesia ("paresthesias in the hands"), migraine ("migraine headache"), irritable bowel syndrome ("irritable colon") and myalgia ("myalgia"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), endometriosis ("multiple foci of endometriosis some with a hemorrhagic component"), dizziness ("nausea and dizziness from the beginning of menstruation"), nausea ("nausea and dizziness from the beginning of menstruation"), pain in extremity ("daily leg pain"), arthralgia ("daily joint pain"), back pain ("daily back pain"), menstruation irregular ("menstrual irregularities"), fatigue ("tiredness / generalized tiredness") and adnexa uteri cyst ("left adnexal tumor left ovarian cyst capsule"). The patient was treated with analgesics, dexketoprofen trometamol (enantyum) and surgery (essure removal via total hysterectomy,bilateral salpingectomy,left ovarian cystectomy on (B)(6) 2019 and the right essure was removed and fragmented on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the device breakage, suprapubic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, libido decreased, procedural pain, malaise, heavy menstrual bleeding, genital discharge, vaginal disorder, abdominal distension, endometriosis, dizziness, musculoskeletal pain, abdominal discomfort, arthralgia, menstruation irregular, poor quality sleep, tinnitus, paraesthesia, migraine, irritable bowel syndrome, myalgia and adnexa uteri cyst outcome was unknown and the dyspareunia, headache, nausea, abdominal pain, fibromyalgia, pain in extremity, back pain, fatigue, diarrhoea, constipation, change of bowel habit and anxiety disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, anxiety disorder, arthralgia, back pain, change of bowel habit, constipation, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital discharge, genital haemorrhage, headache, heavy menstrual bleeding, irritable bowel syndrome, libido decreased, malaise, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, suprapubic pain, tinnitus and vaginal disorder to be related to essure. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. On (B)(6) 2019 the patient reported diarrheal stools almost daily in relation to eating (2-3 times a day), headaches, lumbar pain and pain in both legs. On (B)(6) 2020 the patient went to the doctor for bilateral lumbosciatalgia. Since the intervention for hysterectomy and salpingectomy, the pelvic pain had subsided. The patient continued with fatigue, lumbar and leg pain. The spinal x-ray revealed a decrease in the amplitude of the intervertebral space l5-s1 with bony sclerosis of the body/vertebral plates l5 and s1 that slightly extended to the posterior elements of the spine. The clinical judgment: chronic mechanical low back pain. On (B)(6) 2020 the patient presented emotional lability, anguish, insomnia, apathy, anxiety crisis. In (B)(6) 2020:the patient reported pain that began in the lower lumbar area and radiated bilaterally to the suprapubic area, sensation of stiffness. Presented discomfort with sexual penetration into the bottom of the vagina, sometimes she experienced urgent desire to urinate, with sporadic loss of urine. Endometriosis was suspected. On (B)(6) 2021 the patient visited the emergency room due to diffuse abdominal pain, nausea. On (B)(6) 2021 anxiety depressive syndrome, endometriosis, loss of libido, fibromyalgic syndrome. On (B)(6) 2021 she experienced occasional punctures in the lower abdomen, abdominal swelling, changes in bowel habit, alternating constipation with diarrhea. Sometimes during sexual intercourse, she reports pain at a point in the vagina. Daily headache. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: there was discomfort on diffuse palpation in both iliac fossa. A suspicion of endometriosis was presented. Pathology test - on (B)(6) 2019: it was identified that the myometrium presents multiple foci of endometriosis, some with a hemorrhagic component, and a left adnexal tumor "left ovarian cyst capsule". Batch no : b04849 invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of both devices" on (B)(6) 2014. The patient's medical history included headache, vaginal discharge and low back pain. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the hypogastrium that radiates to the pits"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), suprapubic pain ("suprapubic pain"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, suprapubic pain, headache, abdominal pain upper and libido decreased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, pelvic pain and suprapubic pain to be related to essure. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / daily pelvic pain"), device breakage ("persistence of the right essure fragment with fluoroscopy after excision of both tubes") and pelvic inflammatory disease ("left, right fallopian tube - mild chronic inflammation") in a 38 year-old female patient who had essure inserted (lot no. B04949) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("difficult placement of both devices / difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient" on (B)(6) 2014) and complication of device insertion ("she presented general malaise after essure placement" on (B)(6) 2014). The patient had a medical history of low back pain and neck pain in 2014 and ovarian cystectomy, diarrhoea, neck pain, tiredness, dizziness, back pain (with radiation), vaginal discharge and headache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient") and malaise ("she presented general malaise after essure placement"). In (B)(6) 2014 she experienced heavy menstrual bleeding ("menstruation more abundant than usual / heavy menstrual bleeding / longer menstrual bleeding of 7 to 10 days with clots, recurrent"). In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), suprapubic pain ("suprapubic pain / suprapubic discomfort, recurrent"), abdominal pain lower ("pain in the hypogastrium that radiates to the pits / pain in the hypogastrium that radiated towards both iliac fossa, recurrent"), dysmenorrhoea ("dysmenorrhea / menstrual-type pain recurrent"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2015 she experienced genital discharge ("foul-smelling discharge") and vaginal disorder ("vaginosis"). In (B)(6) 2017 she experienced abdominal distension ("she has felling of sweeling / abdominal swelling"). In (B)(6) 2018 she experienced diarrhoea ("diarrheal stools for 1 year, alternating with periods of constipation"), constipation ("diarrheal stools for 1 year, alternating with periods of constipation") and change of bowel habit ("diarrheal stools for 1 year, alternating with periods of constipation"). On (B)(6) 2018 she experienced abdominal pain ("abdominal pain radiated to both lumbar areas"). On (B)(6) 2018 she experienced musculoskeletal pain ("generalized musculoskeletal pain / arthromyalgia") and abdominal discomfort ("continuous abdominal discomfort"). On (B)(6) 2019 she experienced fibromyalgia ("fibromyalgia"), anxiety disorder ("anxiety disorder"), poor quality sleep ("poor night state"), tinnitus ("tinnitus"), paraesthesia ("paresthesias in the hands"), migraine ("migraine headache"), irritable bowel syndrome ("irritable colon") and myalgia ("myalgia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), endometriosis ("multiple foci of of endometriosis some with a hemorrhagic component"), dizziness ("nausea and dizziness from the beginning of menstruation"), nausea ("nausea and dizziness from the beginning of menstruation"), pain in extremity ("daily leg pain"), arthralgia ("daily joint pain"), back pain ("daily back pain"), menstruation irregular ("menstrual irregularities"), fatigue ("tiredness / generalized tiredness") and adnexa uteri cyst ("left adnexal tumor left ovarian cyst capsule"). The patient was treated with analgesics and enantyum (dexketoprofen trometamol) as well as surgery (essure removal via total hysterectomy,bilateral salpingectomy,left ovarian cystectomy on (B)(6) 2019 and the right essure was removed and fragmented on (B)(6) 2019). At the time of the report, the pelvic pain and dysmenorrhoea were resolving and the dyspareunia, headache, nausea, abdominal pain, fibromyalgia, pain in extremity, back pain, fatigue, diarrhoea, constipation, change of bowel habit and anxiety disorder had not resolved. The outcomes for device breakage, pelvic inflammatory disease, suprapubic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, libido decreased, procedural pain, malaise, heavy menstrual bleeding, genital discharge, vaginal disorder, abdominal distension, endometriosis, dizziness, musculoskeletal pain, abdominal discomfort, arthralgia, menstruation irregular, poor quality sleep, tinnitus, paraesthesia, migraine, irritable bowel syndrome, myalgia and adnexa uteri cyst were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, anxiety disorder, arthralgia, back pain, change of bowel habit, constipation, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital discharge, genital haemorrhage, headache, heavy menstrual bleeding, irritable bowel syndrome, libido decreased, malaise, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, poor quality sleep, procedural pain, suprapubic pain, tinnitus and vaginal disorder to be related to essure administration. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. On (B)(6) 2019 the patient reported diarrheal stools almost daily in relation to eating (2-3 times a day), headaches, lumbar pain and pain in both legs. On (B)(6) 2020 the patient went to the doctor for bilateral lumbosciatalgia. Since the intervention for hysterectomy and salpingectomy, the pelvic pain had subsided. The patient continued with fatigue, lumbar and leg pain. The spinal x-ray revealed a decrease in the amplitude of the intervertebral space l5-s1 with bony sclerosis of the body/vertebral plates l5 and s1 that slightly extended to the posterior elements of the spine. The clinical judgment: chronic mechanical low back pain. On (B)(6) 2020 the patient presented emotional lability, anguish, insomnia, apathy, anxiety crisis. In (B)(6) 2020:the patient reported pain that began in the lower lumbar area and radiated bilaterally to the suprapubic area, sensation of stiffness. Presented discomfort with sexual penetration into the bottom of the vagina, sometimes she experienced urgent desire to urinate, with sporadic loss of urine. Endometriosis was suspected. On (B)(6) 2021 the patient visited the emergency room due to diffuse abdominal pain, nausea. On (B)(6) 2021 anxiety depressive syndrome, endometriosis, loss of libido, fibromyalgic syndrome. On (B)(6) 2021 she experienced occasional punctures in the lower abdomen, abdominal swelling, changes in bowel habit, alternating constipation with diarrhea. Sometimes during sexual intercourse, she reports pain at a point in the vagina. Daily headache. 2 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2018: there was discomfort on diffuse palpation in both iliac fossa. A suspicion of endometriosis was presented [pathology test] on (B)(6) 2019: it was identified that the myometrium presents multiple foci of endometriosis, some with a hemorrhagic component, and a left adnexal tumor "left ovarian cyst capsule" [pregnancy test] (date unknown): negative batch no : b04849 invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2022: pfs and mr received : event "left, right fallopian tube - mild chronic inflammation", lab data, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / daily pelvic pain"), device breakage ("persistence of the right essure fragment with fluoroscopy after excision of both tubes") and pelvic inflammatory disease ("left, right fallopian tube - mild chronic inflammation") in a 38 year-old female patient who had essure inserted (lot no. B04949) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device insertion difficult ("difficult placement of both devices / difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient" on (B)(6) 2014) and complication of device insertion ("she presented general malaise after essure placement" on (B)(6) 2014). The patient had a medical history of low back pain and neck pain in 2014 and ovarian cystectomy, diarrhoea, neck pain, tiredness, dizziness, back pain (with radiation), vaginal discharge and headache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient") and malaise ("she presented general malaise after essure placement"). In (B)(6) 2014 she experienced heavy menstrual bleeding ("menstruation more abundant than usual / heavy menstrual bleeding / longer menstrual bleeding of 7 to 10 days with clots, recurrent"). In 2014 she experienced pelvic pain (seriousness criteria medically important and intervention required), suprapubic pain ("suprapubic pain / suprapubic discomfort, recurrent"), abdominal pain lower ("pain in the hypogastrium that radiates to the pits / pain in the hypogastrium that radiated towards both iliac fossa, recurrent"), dysmenorrhoea ("dysmenorrhea / menstrual-type pain recurrent"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2015 she experienced genital discharge ("foul-smelling discharge") and vaginal disorder ("vaginosis"). In (B)(6) 2017 she experienced abdominal distension ("she has felling of swelling / abdominal swelling"). In (B)(6) 2018 she experienced diarrhoea ("diarrheal stools for 1 year, alternating with periods of constipation"), constipation ("diarrheal stools for 1 year, alternating with periods of constipation") and change of bowel habit ("diarrheal stools for 1 year, alternating with periods of constipation"). On (B)(6) 2018 she experienced abdominal pain ("abdominal pain radiated to both lumbar areas"). On (B)(6) 2018 she experienced musculoskeletal pain ("generalized musculoskeletal pain / arthromyalgia") and abdominal discomfort ("continuous abdominal discomfort"). On (B)(6) 2019 she experienced fibromyalgia ("fibromyalgia"), anxiety disorder ("anxiety disorder"), poor quality sleep ("poor night state"), tinnitus ("tinnitus"), paraesthesia ("paresthesias in the hands"), migraine ("migraine headache"), irritable bowel syndrome ("irritable colon") and myalgia ("myalgia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), endometriosis ("multiple foci of endometriosis some with a hemorrhagic component"), dizziness ("nausea and dizziness from the beginning of menstruation"), nausea ("nausea and dizziness from the beginning of menstruation"), pain in extremity ("daily leg pain"), arthralgia ("daily joint pain"), back pain ("daily back pain"), menstruation irregular ("menstrual irregularities"), fatigue ("tiredness / generalized tiredness") and adnexa uteri cyst ("left adnexal tumor left ovarian cyst capsule"). The patient was treated with analgesics and enantyum (dexketoprofen trometamol) as well as surgery (essure removal via total hysterectomy,bilateral salpingectomy,left ovarian cystectomy on (B)(6) 2019 and the right essure was removed and fragmented on (B)(6) 2019). At the time of the report, the pelvic pain and dysmenorrhoea were resolving and the dyspareunia, headache, nausea, abdominal pain, fibromyalgia, pain in extremity, back pain, fatigue, diarrhoea, constipation, change of bowel habit and anxiety disorder had not resolved. The outcomes for device breakage, pelvic inflammatory disease, suprapubic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, libido decreased, procedural pain, malaise, heavy menstrual bleeding, genital discharge, vaginal disorder, abdominal distension, endometriosis, dizziness, musculoskeletal pain, abdominal discomfort, arthralgia, menstruation irregular, poor quality sleep, tinnitus, paraesthesia, migraine, irritable bowel syndrome, myalgia and adnexa uteri cyst were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, anxiety disorder, arthralgia, back pain, change of bowel habit, constipation, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital discharge, genital haemorrhage, headache, heavy menstrual bleeding, irritable bowel syndrome, libido decreased, malaise, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, poor quality sleep, procedural pain, suprapubic pain, tinnitus and vaginal disorder to be related to essure administration. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. On (B)(6) 2019 the patient reported diarrheal stools almost daily in relation to eating (2-3 times a day), headaches, lumbar pain and pain in both legs. On (B)(6) 2020 the patient went to the doctor for bilateral lumbosciatalgia. Since the intervention for hysterectomy and salpingectomy, the pelvic pain had subsided. The patient continued with fatigue, lumbar and leg pain. The spinal x-ray revealed a decrease in the amplitude of the intervertebral space l5-s1 with bony sclerosis of the body/vertebral plates l5 and s1 that slightly extended to the posterior elements of the spine. The clinical judgment: chronic mechanical low back pain. On (B)(6) 2020 the patient presented emotional lability, anguish, insomnia, apathy, anxiety crisis. In (B)(6) 2020: the patient reported pain that began in the lower lumbar area and radiated bilaterally to the suprapubic area, sensation of stiffness. Presented discomfort with sexual penetration into the bottom of the vagina, sometimes she experienced urgent desire to urinate, with sporadic loss of urine. Endometriosis was suspected. On (B)(6) 2021 the patient visited the emergency room due to diffuse abdominal pain, nausea. On (B)(6) 2021 anxiety depressive syndrome, endometriosis, loss of libido, fibromyalgic syndrome. On (B)(6) 2021 she experienced occasional punctures in the lower abdomen, abdominal swelling, changes in bowel habit, alternating constipation with diarrhea. Sometimes during sexual intercourse, she reports pain at a point in the vagina. Daily headache. 2 trailing coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2018: there was discomfort on diffuse palpation in both iliac fossa. A suspicion of endometriosis was presented. [Pathology test] on (B)(6) 2019: it was identified that the myometrium presents multiple foci of endometriosis, some with a hemorrhagic component, and a left adnexal tumor "left ovarian cyst capsule". [Pregnancy test] (date unknown): negative. Lot number: b04949, manufacture date: 2013-02, expiration date: 2016-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of both devices" on (B)(6) 2014. The patient's medical history included headache, vaginal discharge and back pain (with radiation). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the hypogastrium that radiates to the pits"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), suprapubic pain ("suprapubic pain"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, suprapubic pain, headache, abdominal pain upper and libido decreased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, pelvic pain and suprapubic pain to be related to essure. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of both devices" on (B)(6) 2014. The patient's medical history included headache, vaginal discharge and back pain (with radiation). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the hypogastrium that radiates to the pits"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), suprapubic pain ("suprapubic pain"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, suprapubic pain, headache, abdominal pain upper and libido decreased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, pelvic pain and suprapubic pain to be related to essure. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of both devices" on (B)(6) 2014. The patient's medical history included: headache, vaginal discharge and back pain (with radiation). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the hypogastrium that radiates to the pits"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), suprapubic pain ("suprapubic pain"), headache ("headaches"), abdominal pain upper ("epigastralgia"). And libido decreased ("decreased libido"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with analgesics and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, suprapubic pain, headache, abdominal pain upper and libido decreased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, pelvic pain and suprapubic pain to be related to essure. The reporter commented: from the (B)(6) after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, aemps reference added, report now distributed as final report with receipt of ptc investigation result. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / daily pelvic pain') and device breakage ('persistence of the right essure fragment with fluoroscopy after excision of both tubes') in a female patient who had essure (batch no. B04849) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "she presented general malaise after essure placement" on (B)(6) 2014 and device difficult to use "difficult placement of both devices / difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient" on (B)(6) 2014. The patient's medical history included neck pain on (B)(6) 2014, low back pain on (B)(6) 2014, headache, vaginal discharge and back pain (with radiation). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suprapubic pain ("suprapubic pain / suprapubic discomfort, recurrent"), abdominal pain lower ("pain in the hypogastrium that radiates to the pits / pain in the hypogastrium that radiated towards both iliac fossa, recurrent"), dysmenorrhoea ("dysmenorrhea / menstrual-type pain recurrent"), dyspareunia ("dyspareunia"), genital haemorrhage ("significant increase in bleeding during the period"), headache ("headaches"), abdominal pain upper ("epigastralgia") and libido decreased ("decreased libido"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("difficulty in inserting the right essure due to the medial position of the ostium with minimal pain for the patient") and malaise ("she presented general malaise after essure placement"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("menstruation more abundant than usual / heavy menstrual bleeding / longer menstrual bleeding of 7 to 10 days with clots, recurrent"). On (B)(6) 2015, the patient experienced genital discharge ("foul-smelling discharge") and vaginal disorder ("vaginosis"). In (B)(6) 2017, the patient experienced abdominal distension ("she has felling of sweeling / abdominal swelling"). In (B)(6) 2018, the patient experienced diarrhoea ("diarrheal stools for 1 year, alternating with periods of constipation"), constipation ("diarrheal stools for 1 year, alternating with periods of constipation") and change of bowel habit ("diarrheal stools for 1 year, alternating with periods of constipation"), lasting 1 year. On (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain radiated to both lumbar areas"). On (B)(6) 2018, the patient experienced musculoskeletal pain ("generalized musculoskeletal pain / arthromyalgia") and abdominal discomfort ("continuous abdominal discomfort"). On (B)(6) 2019, the patient experienced fibromyalgia ("fibromyalgia"), anxiety disorder ("anxiety disorder"), poor quality sleep ("poor night state"), tinnitus ("tinnitus"), paraesthesia ("paresthesias in the hands"), migraine ("migraine headache"), irritable bowel syndrome ("irritable colon") and myalgia ("myalgia"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), endometriosis ("multiple foci of of endometriosis some with a hemorrhagic component"), dizziness ("nausea and dizziness from the beginning of menstruation"), nausea ("nausea and dizziness from the beginning of menstruation"), pain in extremity ("daily leg pain"), arthralgia ("daily joint pain"), back pain ("daily back pain"), menstruation irregular ("menstrual irregularities"), fatigue ("tiredness / generalized tiredness") and adnexa uteri cyst ("left adnexal tumor left ovarian cyst capsule"). The patient was treated with analgesics, dexketoprofen trometamol (enantyum) and surgery (essure removal via total hysterectomy,bilateral salpingectomy,left ovarian cystectomy on (B)(6) 2019 and the right essure was removed and fragmented on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the device breakage, suprapubic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, libido decreased, procedural pain, malaise, heavy menstrual bleeding, genital discharge, vaginal disorder, abdominal distension, endometriosis, dizziness, musculoskeletal pain, abdominal discomfort, arthralgia, menstruation irregular, poor quality sleep, tinnitus, paraesthesia, migraine, irritable bowel syndrome, myalgia and adnexa uteri cyst outcome was unknown and the dyspareunia, headache, nausea, abdominal pain, fibromyalgia, pain in extremity, back pain, fatigue, diarrhoea, constipation, change of bowel habit and anxiety disorder had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, anxiety disorder, arthralgia, back pain, change of bowel habit, constipation, device breakage, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital discharge, genital haemorrhage, headache, heavy menstrual bleeding, irritable bowel syndrome, libido decreased, malaise, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, pain in extremity, paraesthesia, pelvic pain, poor quality sleep, procedural pain, suprapubic pain, tinnitus and vaginal disorder to be related to essure. The reporter commented: from the months after the placement of the device the patient started to feel symptoms. Pelvic pain that does not yield to analgesia. On (B)(6) 2019 the patient reported diarrheal stools almost daily in relation to eating (2-3 times a day), headaches, lumbar pain and pain in both legs. On (B)(6) 2020 the patient went to the doctor for bilateral lumbosciatalgia. Since the intervention for hysterectomy and salpingectomy, the pelvic pain had subsided. The patient continued with fatigue, lumbar and leg pain. The spinal x-ray revealed a decrease in the amplitude of the intervertebral space l5-s1 with bony sclerosis of the body/vertebral plates l5 and s1 that slightly extended to the posterior elements of the spine. The clinical judgment: chronic mechanical low back pain. On (B)(6) 2020 the patient presented emotional lability, anguish, insomnia, apathy, anxiety crisis. In (B)(6) 2020:the patient reported pain that began in the lower lumbar area and radiated bilaterally to the suprapubic area, sensation of stiffness. Presented discomfort with sexual penetration into the bottom of the vagina, sometimes she experienced urgent desire to urinate, with sporadic loss of urine. Endometriosis was suspected. On (B)(6) 2021 the patient visited the emergency room due to diffuse abdominal pain, nausea. On (B)(6) 2021 anxiety depressive syndrome, endometriosis, loss of libido, fibromyalgic syndrome. On (B)(6) 2021 she experienced occasional punctures in the lower abdomen, abdominal swelling, changes in bowel habit, alternating constipation with diarrhea. Sometimes during sexual intercourse, she reports pain at a point in the vagina. Daily headache. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: there was discomfort on diffuse palpation in both iliac fossa. A suspicion of endometriosis was presented. Pathology test - on (B)(6) 2019: it was identified that the myometrium presents multiple foci of endometriosis, some with a hemorrhagic component, and a left adnexal tumor "left ovarian cyst capsule". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-apr-2022: the follow information were included other health professional's reporter, medical history, other treatment product, lot number, procedural pain, complication of device insertion, general malaise, bleeding menstrual heavy, genital discharge abnormality, vaginal disorder, swelling abdomen, nausea, dizziness, abdominal pain, arthromyalgia, abdominal discomfort , leg pain, joint pain, back pain, irregular menstruation, diarrhea, constipation, change in bowel habits, poor quality sleep, tinnitus, paraesthesia hand, migraine, myalgia, fibromyalgia, device breakage, adnexa uteri cyst , pelvic pain, dysmenorrhea outcome updated from unknow to recovering/resolving, dyspareunia, headache, outcome updated from unknow to not recovered. Upon internal review an amendment was performed, regulatory authority's reporter was deleted due to previous source document only mentioned health authority reference number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.